Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_progr, serial#: unknown, product type: programmer. Other relevant device(s) are: product ID: neu_unknown_progr, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (patient representative) regarding a patient with an implantable pump for non-malignant pain. It was reported that the patient had leg pain like it was before when the old pump stopped working. The pump had reached normal battery depletion prior to having pump replaced, so the patient had a return in symptoms. The date (B)(6) 2018 is considered an approximate date of event (specific year known only). The morphine was changed to ¿5.0¿ but was ¿0.3357 mg". The reporter also read at the bottom of a telemetry strip that indicated ¿0.3529 mg and 0.0147 mg/hr". No further patient complications have been reported as a result of this event.